Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately several months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure. The explanted device was not returned

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure. The explanted device was not returned. Additional information was received that the patient was doing well post operatively.